Manufacturer narrative:
Product analysis: the product was not returned; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while advancing the valve around the aortic arch and into the native valve, the patient¿s blood pressure dropped. The patient was put on bypass and it was noted that a bypass graft had clotted. A balloon was used and the bypass graft was stunted. No additional adverse patient effects were reported.